Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions; potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, sacrification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. Pt codes: 1994, 2193 - not labeled, 1750 - labeled. Device code: 2993 - not labeled. The initial MDR report was filed incorrectly as an importer report as a result a MFR report f/u #1 is being filed.

Event description:
Complaint #(B)(4). It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced extrusion and erosion of mesh resulting in dyspareunia, vaginal cramping, and pain. Per additional information received, the patient has experienced the inability to have intimate relations with husband because of the mesh injury or healing after surgery. Associated mdrs: 1018233-2010-00134, 1018233-2012-01056.

Event description:
Per additional information received, the patient has experienced left internal artery dissection, cerebral vascular accident, vaginal pain, mesh erosion, dyspareunia, perineocele, lower back pain, injury, transient ischemic attacks, degenerative joint disease, acute coronary syndrome, a feeling of pinching in vagina, vaginal discharge (mucous white), perineal pressure, discomfort, perineal abscess, hemorrhoids, chronic constipation, evacuation difficulty, mild fecal incontinence, tender vaginal mesh, slowing of urinary stream, mild urinary retention and nocturia. Two follow up surgeries have been performed on (B)(6) 2008, lysis of the lateral apical mesh was performed and enterocele/rectocele repair, removal was not documented, however on (B)(6) 2008 anterior and two layers of posterior mesh were both removed.

Manufacturer narrative:
2109, 2123, 2330 = "nl". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.